Manufacturer narrative:
The referenced pump exchange was reported in MFR report #2916596-2020-03734. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient expired on (B)(6) 2020 due to multi-system organ failure. The patient underwent pump exchange on (B)(6) 2020. It was reported the device operated as intended throughout the lvad support. The device was not explanted. The device will not be returned for evaluation.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the device and the reported multiorgan failure and subsequent patient expiration could not be determined through this evaluation. The pump was not explanted and would not be returned for evaluation. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) lists death as an adverse event that may be associated with the use of the heartmate 3 lvas. The IFU also lists multiple types of organ failure and dysfunction (including right heart failure, respiratory failure, renal dysfunction, and hepatic dysfunction) as adverse events that may be associated with the use of the heartmate 3 lvas. No further information was provided. The manufacturer is closing the file on this event.